Event description:
The target lesion was right superficial femoral artery. There were heavy calcification and moderate vessel tortuosity, the rate of stenosis was 100% (cto). Aviator plus balloon catheter (424-4015w, r0608189, complaint product) was delivered for dilatation. Although the balloon could cross the target lesion, it ruptured at 4 atm during the inflation using indeflator (details unk). The aviator plus was removed from the patient body. Another aviator plus (4.5mm, lot unk) was used and the procedure was completed without any other problem. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.